Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-oct-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed. A field service engineer found that the bumpers were sheared off, causing the rails to malfunction, so a new drawer was ordered. During the next visit, the back panel was removed, drawers were opened, cable connections were checked, and debris was cleaned from the station. The half-height drawer in main 3.1 and 3.2 was replaced and configured in the storage space setup. The customer logged in and inventoried the drawer. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that bd pyxis¿ medstation¿ es drawer had failed. The customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.